Event description:
It was reported that the patient presented for routine follow-up in clinic. It was discovered that the patient experienced a few episodes of non-sustained right ventricular oversensing due to intermittent noise on the right ventricular (rv) lead. The oversensing was noted to result in pacing inhibition although the patient was not pacemaker dependent. Programming changes were made to address the issue. The patient was stable before, during, and after the procedure.